Manufacturer narrative:
When the technician investigated the sling, it was discovered that it is being used with a guldman lift. According to instruction guide (B)(4)for liko (B)(4), hill-rom states that combinations of accessories/products other than those recommended by liko can result in risks for the safety of patient. Hill-rom has informed the customer they need to ensure all of the sling's loops are properly attached to the lift prior to lifing. The construction of the lift makes it important that they control the position of the loops so they cannot come loose. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating that on two occasions, one loop from the sling came loose from the lift when they lifted the patient. The lift was located in the patient's home at the time of the incident. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).